Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for low fill volumes while supporting a patient. The customer also reported that the freedom driver exhibited fluctuating fill volumes between 41 - 50. The customer also reported that the patient was switched to the backup freedom driver, and the patient's fill volumes were 50 - 57. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms and fluctuating fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver passed all functional test requirements with no anomalies or alarms. Further, an extended observation run was performed and the testing did not reproduce the customer-reported issue. While the cause for the reported intermittent alarms could not be determined, there is no evidence of a device malfunction based upon inspection and functional testing. It is possible that patient conditions, which were not reproducible through investigation, were a contributing factor to the low fill volume readings and subsequent intermittent fault alarms. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms for low fill volumes while supporting a patient. The customer also reported that the freedom driver exhibited fluctuating fill volumes between 41 - 50. The customer also reported that the patient was switched to the backup freedom driver, and the patient's fill volumes were 50 - 57. There was no reported adverse patient impact.